Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer¿s mother reported that customer had a low blood glucose and lost consciousness. There was no coma. Caller said programming was inaccurate. Caller also reported sensor glucose was 60mg/dl while blood glucose was 40mg/dl on the 7th day of wear. The glucose difference is not within range as can happen by the 7th day of use. Troubleshooting was done. Smartguard was used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported a blood glucose value of 40 mg/dl. The customer reported hypoglycemia was treated with ems/ambulance/ER visit, and glucose/carb intake with the symptoms of coma. The event involved product(s) mmt-7020c1. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose (bg) event. The customer reported a discrepancy between sensor glucose vs. Blood glucose with the values of blood glucose 40 mg/dl and the sensor glucose value was 60 mg/dl. No further patient complications were reported. Product return for mmt-7020c1 is not expected.